Event description:
A female patient of unknown age received hemodynamic support from an impella cp smartassist heart pump and an extracorporeal membrane oxygenation (ECMO) due to de-novo cardiomyopathy. Bleeding at the femoral impella cp access site was reported. The bleeding was managed by correcting the repositioning sheath angle and renewing the sutures securing the repositioning sheath and manual pressure. It has been reported that the activated clotting time was higher than recommended.

Manufacturer narrative:
The investigation into the reported "access site bleeding" has been completed. No product was returned. The evaluation revealed that the activated clotting time (act) values during the bleeding event was 158 seconds per clinical. All other information was unknown. The cause of the access site bleeding issue was not determined since the product was not returned and due to insufficient clinical information. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿